Event description:
The ge oec 9900 fluoroscopy system had locked up during a procedure. The system was not recoverable.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the software had become corrupt and was not loading properly. The software was re-loaded and system files restored. The system was tested, found to be operating as intended,and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.